Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). (B)(4).

Event description:
A risk manager reported a patient with transient light sensitivity versus neuropathic pain one month following lasik treatment of the right eye. The patient reported significant photophobia, discomfort, dryness, and glare. The patients was put on a topical steroid taper, artificial tears and gel, a non-steroidal anti-inflammatory drop and a heat mask twice a day. Four days later the patient was showing signs of subjective improvement. Additional information received; the patient continues to improve. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).